Event description:
It was reported that the patient was having a lot of pain in the area where the stimulator was.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced a power-on-reset condition on the day of the report with an unknown error code. Additional information received five days later reported that there was a por condition. It was stated that there was an error code of 0400 and this was the patient's 3rd por. It was noted that on (B)(6) 2013, the patient also had a por condition and lost stimulation. It was stated that the patient has been having radiation treatment and last ration session was on (B)(6) 2013. It was stated that a por condition was not surprising because the stimulator was exposed to scatter radiation. Additionally it was noted that the por was cleared and stimulation was back. The patient had been having radiation for the past 6 weeks. Which likely caused the "resets."

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).